Event description:
The device was used during a diagnostic laparoscopy with excision of a right ovarian cyst. A trocar was introduced into the right laterial quadrant to aspirate the cyst. Bleeding was noted and a laceration of the right mid-common iliac artery was noted. A formal laparotomy was performed to repair the artery. The hosp considers this event related to technique rather than device performance. Expiration date: 6/30/01